Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of analysis, IFU and fmea, the most probable root cause is incorrect implant size selection and not using enough implants during the index surgery.

Event description:
The patient had open si joint surgery approximately five years ago where the surgeon decorticated the joint, packed bone graft and then used a fibular strut allograft to pin the joint laterally. He also placed on 7.5mm percutaneous screw across the joint. On (B)(6) 2012, the surgeon performed an ifuse procedure on the patient in order to revise the previous open si joint fusion. The surgeon placed two ifuse implants below the previous allograft during the procedure. He also re-opened posteriorly to decorticate again and added more bone graft during the same procedure. The patient did well for a few months but then began complaining, in early 2013, of recurring pain in the same si joint area. The surgeon did not appreciate any lucency around the ifuse implants. On (B)(6) 2013, the surgeon added four additional ifuse implants to stabilize the si joint. No implants were removed and no posterior bone grafting was done. The case went well.